Event description:
The patient reported that there was pain between shoulders pinched nerves. It was noted that the implantable neurostimulator (ins) did not work since they put it in. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.